Event description:
Customer reports cutting herself while activating direct check quality control material. Customer not using protective sleeve required to activate quality controls. Event occurred outside us. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method code - no product returned from user facility. Results - customer complaint could not be confirmed. Conclusions - no conclusion can be drawn. User error contributed to event.